Manufacturer narrative:
The pump passed the sleep current measurement and active current measurement. Pump was successfully downloaded using thump and no unexpected power alarms were noted in the history files or traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Battery cycle 5.0 received the lowbatteryalert (104) on 01/06/2026 15:56:00 after more than 7 days at 13.8 days. Battery cycle 4.0 received the lowbatteryalert (104) on 12/23/2025 19:33:00 after more than 7 days at 12.0 days. Battery cycle 3.0 received the lowbatteryalert (104) on 12/11/2025 17:08:00 after more than 7 days at 12.69 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No issues were noted with the internal battery. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection, and corrosion was found on the keypad flex connector gold traces and on pcb1 around the internal battery connector. Isolate to electronic assembly. The following were noted during visual inspection: cracked case (battery tube), cracked case, cracked keypad overlay, scratched case, and pillowing keypad overlay. The customer¿s alleged unexpected battery power loss was not confirmed during testing or in the history files. However, moisture damage was found on electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a replace battery now alarm with a prior low battery alert, and the insulin pump did not turn on after inserting a new battery. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed, including reviewing alarm history, confirming battery and battery cap condition, attempting a pump restart, and providing instructions for managing insulin and paired devices; the customer was advised that the pump would be replaced, to revert to a backup plan per healthcare professional instructions, and to place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1885 was requested, and the customer's response was that the device will be returned.